Event description:
One device was received for analysis of complaint that pump displayed error code which resulted in programming being cleared. Investigation found the downstream occlusion (dso) seal was detached, which indicates seal integrity is compromised and is a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis of complaint that pump displayed error code which resulted in programming being cleared. Investigation found the downstream occlusion (dso) seal was detached, which indicates seal integrity is compromised and is a reportable malfunction. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. The dso seal was found to be detached.